Event description:
It was reported that during a biliary stenting treatment procedure, stent damage occurred. A model-rx ws biliary 8 x 60 stent was selected to treat an unspecified lesion within the left hepatic duct. While attempting to cross the target lesion, resistance was encountered and the physician was unable to cross the lesion with the device. Upon removal, it was noticed that the stent had protruded through the sheath. The procedure was aborted. There were no patient complications reported with the patient's current condition listed as "good". Another procedure was scheduled for the following week with another device.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.